Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: review of the black box data did not reveal any evidence of a time/date reset. A battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. The pump was exercised for 24 hours without any errors, warnings or alarms occurring. The pump reverted to the factory default time/date after ten hours of power on reset. The time/date reset complaint was duplicated on investigation. The pump was opened for investigation and revealed the internal clock battery was leaking.